Manufacturer narrative:
Evaluation verified that the system had a broken wire to the heater. Event log code 5-6-1 suggested that the cooling engine heater test failed.

Event description:
It was reported that the zoll ivtm system did not cool. No adverse patient sequelae was reported. No further information was provided.